Event description:
Caller reported that (B)(6) on the casing of the inform meter that there was evidence of melting plastic. No adverse event was reported. A request was made for the return of the meter, replacement sent.